Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ allergic reaction/hypersensitivity- delayed: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "both implants were completely destroyed" and allergic reaction. Patient later reported pain. The device has been explanted and replaced. Patient reported taking "antibiotics and anti inflammatory drugs to make it through the days".